Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the patient underwent an excision of exposed vaginal mesh (B)(6) 2015. The mesh was originally placed on (B)(6) 2014 during a sacrospinous colpopexy. The patient is reported to be experiencing discomfort. No further information is available from the reporter.